Manufacturer narrative:
H10: of the two malfunctions, both devices were returned to bd for evaluation. One investigation is confirmed for fluid leak and one investigation is identified for a break. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6(results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600650 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. These two malfunctions did involve a patient with no reported patient injury. The patient age, gender, and weight were not provided.

Manufacturer narrative:
Of the two malfunctions, one device was returned to bd for evaluation. One investigation is confirmed for fluid leak. One investigation is still in progress. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600650 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. These two malfunctions did involve a patient with no reported patient injury. The patient age, gender, and weight were not provided.